Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
The visual inspection shows the seal is outside of deployment tube and the tension spring is still loaded inside deployment tube. The complaint is confirmed for "seal failed to deploy". A lhr review was completed for the product and there was no nonconformance associated with this lot number.